Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: during testing, the pump powered on properly. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no unintended suspending. None of the keypad buttons were hyper-responsive. A battery cap was not returned with the pump; a test cap was used to complete the investigation and secured properly to the pump. The complaint of the pump suspending without user intervention was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump suspended on its own when the reporter navigated to the main menu screen with the suspend option. The reporter allegedly did not press the ok button to confirm suspending the pump, and the pump suspended on its own. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.